Event description:
It was reported that the insulin pump kept shutting off and that this caused the customer to have high blood glucose levels. The blood glucose reading was not available, since the mother was not with the customer. The customer's mother stated that she did not have the device available to troubleshoot for the blank display anomaly and requested to have emergency supplies sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.